Event description:
A webform complaint was received in which it was reported a customer received a "scan errror" message on the adc device in use with iphone 12, unknown ios, unknown app version and was unable to obtain readings. The customer received treatment with insulin/ glucagon or other medication by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug was visibly not properly seated and no issues were observed. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Extracted data from the returned sensor using approved software. Sensor found to be in state 1 (storage state). Attempted communication between returned sensor and known good reader. Reader successfully communicated with the returned sensor. Scan timeout error message was not observed. An extended investigation was further performed. The returned sensor was investigated and no physical abnormalities were observed. Attempted to replicate the customers complaint by using a known good similar configuration and freestyle libre 2 app and the sensor was able to communicate without any issues. Due to customer's complaint not being observed, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A webform complaint was received in which it was reported a customer received a "scan error" message on the adc device and was unable to obtain readings. The customer received treatment with insulin/ glucagon or other medication by a non-healthcare professional (non-hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care (adc) became aware of the event. All pertinent information available to abbott diabetes care has been submitted.